Event description:
It was reported that the user sought assistance to perform a factory reset of the ilet pump in the context of recent gastrointestinal issues and upcoming surgery, and the reset was completed while the user was using a dexcom g7; the user experienced low glucose events attributed to reduced food intake, with the most recent glucose of 60 mg/dl treated with oral glucose. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic manifestations. Outcomes included resolution of the low with self-treatment and no hospitalization. Investigation included troubleshooting and user education performed by support personnel. Investigation of this case revealed no device malfunction, with contributing factors consistent with user condition and meal pattern changes rather than device performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.